Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient felt the pulse being weaker. It was reviewed that with the patient¿s current settings would only allow the battery to last one year. The patient¿s current settings were much higher than she normally ran stimulation. The rep noted that the patient had a subcutaneous lead placement and didn¿t know when the therapy changed. The rep provided the patient¿s settings: 6.9 volts 300 usec 30hz 590 ohms 11.5ma 6.9 volts 300usec 30 hz 579ohms 11.75ma additional information received from a manufacturer representative (rep). It was reported that the patient believed it¿s because the ins was getting closer to the elective replacement indicator (eri). No other reason was noted. An ins replacement was going to be scheduled in the near future. No further complications were reported.